Manufacturer narrative:
(B)(4). Visual examination of the returned device was conducted. One of the temperature ports has a broken ultrasonic weld joint. Customer complaint was confirmed. This condition has been addressed previously and a CAPA was opened by (B)(6). CAPA is actively addressing the issue. Telefelx will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "the inspiratory limb of circuit breaks at connector where temperature probe connects". No patient injury or consequence was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device involved has not been received for investigation by the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. There is CAPA open to address an issue with the neonatal tee adaptor ip-6234 which could be related with the issue reported in this complaint. However the physical sample is needed for a proper and thorough investigation to confirm the alleged defect. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. If the device sample is received at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the inspiratory limb of circuit breaks at connector where temperature probe connects". No patient injury or consequence was reported. Patient condition reported as fine.